Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
Technician reports pt experienced overcorrection and induced astigmatism, post lasik surgery. Post-operative info received shows overcorrection and induced astigmatism resolved completely. At two months post op visit, pt stated experiencing fbs (foreign body sensation) on and off, which is sometimes relieved by artificial tears. Right eye of this pt is reported under manufacturer report #3003288808-2011-00031.